Event description:
Since mid-november, there have been 5 occurrences involving the oxygenator. In all instances, the oxygenator did not adequately maintain the pt's pco2 within the acceptable standard level. To date, none have resulted in pt injury but have required excessive gas flow. The most recent occurrence of last week resulted in the pt's pco2 elevating to the 60's. Although no injuries have occurred, there is a concern that continued use of this product may result in an adverse pt outcome. Event dates: 11/15/94, 11/21/94, 11/29/94, 12/07/94, 12/15/94.